Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed and the associated right ventricular lead was removed from service and replaced. No additional adverse patient effects were reported.